Manufacturer narrative:
Additional suspect medical device components involved: model #: ons-2138-70, serial #: (B) (4) and (B) (4), model description: linear lead (phase iiia), 70cm. Model #: ons-3138-55, serial #: (B) (4) and (B) (4), model description: lead extension, 55 cm (phase iii). This is the final report. Product unavailable for analysis.

Event description:
A report was received that the patient experienced pain over the lateral ribcage radiating to the left arm and left side of the body. The patient had the device repositioned. This product is only ous approved but it is similar to approved u.s. Device.